Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station, a user had accidently kicked a power cord. Once the power was restored to the unit, the license was no longer active and the customer was unable to resume monitoring of the patients. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs field service engineer (fse) reached out to the customer and assisted the user in re-licensing the exhibit via phone. Once the unit was relicensed, no further issues were reported. Exact cause of failure is unknown, however its likely that the sudden loss of power due to a user kicking the power cable resulted in a corrupted license file.